Manufacturer narrative:
As reported, button one of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product wasn't available, and manual compression was performed for twenty minutes, and the patient recovered. There was no reported patient injury. The device was prepped and used as per the instructions for use (IFU). The device was used in a percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The sheath introducer used was a 6f non-cordis sheath. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using mynx control. The tension indicator was aligned with the markers on the handle halves before attempting to deploy, and there were no kinks in the sheath or device after removal. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and 2 were not depressed. The sealant was returned in its manufactured position, fully exposed due to the sealant sleeves showing frayed/split/torn conditions. No secondary damages or anomalies were observed on the returned device. Additionally, the syringe used with the device was returned attached to the unit for this evaluation, and the procedural sheath was not returned. A functional test was executed to evaluate the deployment mechanism. During this analysis, it was observed that the mechanism was not compromised, as the depression of buttons 1 and 2 resulted in the sealant deployment and balloon retraction as expected. Per microscopic analysis, a high magnification analysis was executed due to the observed conditions on the sealant sleeves. During this analysis, the frayed/split/torn condition was confirmed, and a sealant exposure related to a premature deployment was concluded. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Additionally, procedural/handling factors possibly resulted in the kinked/bent condition of the sealant sleeves (such as excessive force during handling) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer and it was reported that the sleeves had no damages noted after removal, it is unknown if this condition occurred during use in the procedure or after removal from the patient. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, button one of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product wasn't available and manual compression was performed for twenty minutes and patient recovered. There was no reported patient injury. The device was prepped and used as per the instructions for use (IFU). The device was used in a percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The sheath introducer used was a non cordis sheath, 6f. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The tension indicator was aligned with the markers on the handle halves before attempting to deploy, and there were no kinks in the sheath or device after removal. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant is fully exposed.